Event description:
It was reported by repair work order that the manual release is not working and the high speed retract is too fast. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.